Event description:
The following was reported to hamilton medical ag: on (B)(6) 2024, a newly admitted patient was using a ventilator. Blood and gas analysis showed low oxygen levels. Following medical advice, the oxygen concentration was adjusted, but the knob did not work. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).